Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold, possible fracture, increase in impedance and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.